Event description:
It was reported that the "patient was in heart cath lab for left common iliac artery stent and angioplasty. The 4 fr glidecath 120 cm sheared and broke off in the left iliac. In an attempt to place express stent in left iliac, the stent came off the balloon and it remained in the aorta. Both were retrieved successfully without patient harm."

Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis will not be possible. As the lot number is unknown, a review of the shop floor paperwork could not be performed. The root cause of the difficulties experienced during the procedure could not be determined.